Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot#: 22069536, medical device expiration date: 27-jun-2025, device manufacture date: 23-jun-2022. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd alaris¿ smartsite¿ gravity sets from lot: 22069536, and 1 set from an unspecified lot had issues with the tubing disconnecting at the chamber during use. The following information was provided by the initial reporter: "the tubing completely disconnected at the chamber. She also mentioned this has happened on other cases in surgery."

Manufacturer narrative:
H6: investigation summary : no product or photo was returned by the customer. The customer complaint of tubing disconnected from the drip chamber could not be verified due to the product not being returned for failure investigation. Device history record review for model 47177e lot number 22069536 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that 2 bd alaris¿ smartsite¿ gravity sets from lot 22069536, and 1 set from an unspecified lot had issues with the tubing disconnecting at the chamber during use. The following information was provided by the initial reporter: "the tubing completely disconnected at the chamber. She also mentioned this has happened on other cases in surgery."